Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) into the sheath, it was clogged in the middle and could not be inserted. The negative pressure was applied before insertion, and the one-way valve was still attached to the balloon side. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon (iab) into the sheath, it was clogged in the middle and could not be inserted. The negative pressure was applied before insertion, and the one-way valve was still attached to the balloon side. A replacement balloon was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).